Event description:
It was reported that during an unk procedure, the staples were not formed completely after firing. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the tlc75 device was received with the anvil tip broken but otherwise in good visual condition and with a cartridge loaded in the device. The cartridge was returned void of staples. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached on what caused the anvil tip to break it is possible that the damaged clamping the tissue over thicker tissue than indicating applied to the distal end of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.